Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted. A visual inspection was performed and no anomalies were noted. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of inappropriate shocks due to oversensing was not confirmed.

Event description:
It was reported that the patient received several inappropriate shocks due to oversensing on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable.